Event description:
The pt contacted lifescan alleging that their fast take meter was reading inaccurately low compared to the lab. The pt obtained a result of 2.1 mmol/l on the reported meter while having no symptons of low or high blood glucose level. Within 10 minutes, a lab result of 7.1 mmol/l was obtained. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy thereby indicating a potential malfunction of the meter in terms of accuracy.